Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy procedure. The clip would not advance or when it did deploy it would eject from the jaws. The second device did not fire at all. There was bleeding, no intervention was reported. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results confirmed that the instrument (b) was received empty with the jaws in the closed position and the trigger activated. Functional testing could not be performed due to the condition of the device. In order to inspect the condition of the internal components, the device was disassembled. Upon disassembling, the inner coupling and the trigger were found damaged leading the jamming of the firing mechanism. However, it could not be determined what may have caused this condition. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # j91a8t, expiration date: 05/2017, manufacturing date: 06/2012.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Fourth, 1st, 3rd. What vessel or structure was the device fired on at the time of the event? Cystic duct or cystic artery. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Unk. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? Gall bladder disease. Does the patient have any relevant history of surgical treatments? No. Did somebody other than the primary surgeon fire the instrument? No.